Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was discolored showing evidence of blood contact. Cuts and/or tears were observed along the sewing ring. All leaflets were in a semi-relaxed position, which is a normal finding for this valve, as it is processed with the leaflets in relaxed state. On the coaptation tester, all leaflets fully closed with no evidence of a pinhole or gapping. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets appeared intact. Upon inspection, there was no visible evidence of adhesion at the base of the leaflets. All commissures were intact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The hydrodynamic testing data showed the gradients were smaller than the historical testing data. The regurgitations were lower than the baseline as well. High speed video evaluation: leaflets appeared stiffened due to blood contact and intern al decontamination process, however, the leaflets opened and closed fully at all flow rates and there was no evidence of gapping between leaflets at closure that might indicate sites for leakage. Conclusion: the device history record for this valve was reviewed and no anomalies were noted that would have impacted this event. The valve was returned for analysis. Upon inspection, there was no visible evidence of adhesion at the base of the leaflets. On the coaptation tester, all leaflets fully closed with no evidence of a pinhole or gapping. In-vitro testing of the valve showed that the gradients were smaller than the historical testing data. The regurgitation levels were also lower than the baseline. On high speed video evaluation, the leaflets appeared stiffened due to blood contact and the internal decontamination process. However, the leaflets opened and closed fully at all flow rates and there was no evidence of gapping between leaflets at closure that might indicate sites for leakage. Based on the gross analysis and in-vitro testing, no anomalies were noted on the valve and a conclusive cause of the reported clinical observations could not be determined.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to adhesive cusps. It was reported that after the implant of this valve, echocardiogram revealed incomplete coaptation with free aortic regurgitation. The valve was replaced with a non-medtronic valve and there were no adverse patient effects. After explantation a closer inspection the cusps revealed adhesion at the base of the valve. The valve will be returned for laboratory analysis.

Manufacturer narrative:
Product return has been requested, however, not received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.